Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system has a history of stored untreated events. Technical services reviewed one of the events from last year and found there was noise however, there was no inappropriate therapy as a result. Then recently there was another stored episode in which there was noise that was being oversensed which resulted in the patient receiving one inappropriate shock. It was believed the noise looks like sense node b. Additionally, it was noted that patient lost a lot of weight. Technical services provided troubleshooting options and recommended a chest x-ray. The device was re-programmed to secondary vector and smartpass was turned on. Normal noise makers were noted with isometrics. At this time, the system remains in service. No adverse patient effects were reported.